Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle did not come out of their body and remained stuck to the sensor. Blood glucose level at the time of the incident was 118 mg/dl. During troubleshooting, the customer was unable to see if the sensor was pulled up though the base. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.